Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 419488 lead 407652 lead implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three months post replacement procedure, the patient experienced an infection. The left sided cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.